Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was still attached at the distal end of the device when it was removed. The device was removed 3 minutes after correctly deploying the device. The sealant dislodged from the venotomy. The sealant seemed to stick to the device. Hemostasis was achieved with manual compression and the patient recovered. There was no reported patient injury. The device was used to close a 12f access sight. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. The device was used in an interventional procedure. A 12f non-cordis sheath was used. The femoral vein¿s suitability was verified on veinography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer is in training of the device. The device was stored per the instructions for use (IFU). The device was opened in a sterile field. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) was still attached at the distal end of the device when it was removed. The device was removed 3 minutes after correctly deploying the device. The sealant dislodged from the venotomy. The sealant seemed to stick to the device. Hemostasis was achieved with manual compression and the patient recovered. There was no reported patient injury. The device was used to close a 12f access sight. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. The device was used in an interventional procedure. A 12f non-cordis sheath was used. The femoral vein¿s suitability was verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer was in training with the device. The device was stored per the instructions for use (IFU). The device was opened in a sterile field. Additional information was requested but not provided. The device will not be returned for evaluation. The reported event of ¿sealant-inaccurate placement-complete¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the inaccurate placement of the sealant reported. However, procedural/handling factors (deployer was in training at the time of use) are possible. Per the mynx control venous IFU, step 3: remove device, which is not intended as a mitigation, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.